Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure an endeavor drug eluting stent was implanted in the lad. Approximately 6 months later the patient was diagnosed with interstitial pneumonia which was treated with medication. Approximately 4 months later, the patient was hospitalised again due to exacerbation of interstitial pneumonia and the patient subsequently died. The cause of death was deemed to be due to the pneumonia. Investigator assessed the death event as not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.